Event description:
It was reported that the customer had issues with the tracheostomy (trach) cuffs. They have only been able to re-inflate with 2ml of water, which is half the volume they initially used. Also, there has been an issue with one of the two tubes, with the cuff completely deflating. Subsequently, a trach change out was required. No patient injury or further complications were reported in relation to this event.